Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. Isometric tests performed were able to reproduce the noise. No patient symptoms or intervention was reported.